Event description:
Device was returned for repair and was found to have a broken lower jaw. Contact stated device broke during a surgical procedure, however, no surgical delay or pt injury was reported.